Event description:
The customer reported that the system would shut down without user input after displaying poor image quality. No pt injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The uncommanded shut down could not be duplicated. The monitor was calibrated. The system was tested and operates as intended.